Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the talar components are loose. Has caused significant metallosis in surrounding tissues. At least one of the screws through the plate broke too. Will have to undergo another surgery.

Event description:
It was reported that the talar components are loose. Has caused significant metallosis in surrounding tissues. At least one of the screws through the plate broke too. Will have to undergo another surgery.

Manufacturer narrative:
Correction h6 results code, conclusion code. The reported event could be confirmed since images of CT scans were provided and matches the alleged failure mode. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. A medical professional reviewed the received information and noted the following: ¿the breakage of a screw was reliably assessed on the mpr of the CT-scan. Poor bone quality and incomplete subtalar fusion led to loosening and subsidence of the talar component and unavoidable breakage of a screw. Multiple interventions reflecting the initial complex hindfoot pathology relate to the bone quality.¿ based on investigation, the root cause was attributed to a patient factor related issue. As noted by a medical professional, the failure was caused by poor bone quality and incomplete subtalar fusion. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.